Manufacturer narrative:
The subject device was not returned for evaluation. The device was discarded by the customer. As no device returned, a physical device inspection cannot be performed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Even though the device was not returned and the initial complaint cannot be confirmed, the observed failure is a known phenomenon likely resulting from the device experiencing excessive resistance. Instruction for use (IFU) : page 13 of the device IFU (pn0008807_ah) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor complaints for this device.

Event description:
Problem with delocking (unlocking) needle during performance in combination with fuji ju 192k028. It was reported during an endobronchial ultrasound (ebus) therapeutic procedure, "during puncturing, the needle is" unlocked and de-arted" "the nurse''s description "like it jumped out". The problem occurred in a negative pressure with a syringe. A sample from the patient was successfully removed. Doctors secured (fixed) the needle with their hands. Prior to the issue occurred, normal insertion with needle retention test done. The nurse according to the reporter, checked the needle with a test to see if the needle holds, under the supervision of the doctor. The needle is secured and holds during the test. The intended procedure was completed using the same set of equipment. There was no patient harm ,no adverse event reported , no user injury reported due to the event.